Event description:
Per the audiologist, the patient reportedly had a decrease in performance. The results of an integrity test in 2008 indicated electrode anomalies. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.